Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station application did not load after a restart, the screen showed windows update in progress for about an hour. A field service engineer (fse) verified the station was stuck at 7% during updates despite multiple reboots. The fse reseated the all in one (aio) and hard drive cables, then replaced and reimaged the hard drive, followed by configuration of system settings and installation of the latest remote smart service (rss) packages. When drawers were not detected, the fse coordinated with technical support specialist (tss) for troubleshooting, then identified a faulty communication sled with no power. The fse replaced the communication sled, restoring power to the drawers, and worked with tss to update drivers and deploy firmware, successfully restoring system functionality. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application did not start after a station restart. The screen indicated that a windows update was in progress for approximately one hour. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.